Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was on, but the display remained dark and unreadable. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer will continue to use the pump until the replacement pump arrives.